Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported needles did not capture the sutures (needle to cuff miss/suture retrieval issue) was not confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other three proglide devices referenced being filed under separate medwatch MFR numbers.

Event description:
It was reported that suture placement was attempted in the right common femoral artery using the preclose technique prior to a transcatheter aortic valve implantation (tavi). Reportedly, the needles did not capture the sutures with three proglide devices. A fourth proglide device was placed but the knot could not be advanced and when the needles were removed the suture broke. The sutures of a fifth proglide device were successfully placed. Hemostasis was achieved with the sutures of the fifth proglide device. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. There was no reported clinically significant delay in the entire procedure. No additional information was provided.